Event description:
Following is description reported by the distributor which appeared on their copy of the medwatch reported received by the MFR: "both sensing/pacing leads were explanted due to improper sensing. The cause of the improper sensing is a suspected lead fracture."